Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow alarms were observed and the patient experienced elevated lactate dehydrogenase (ldh). It was reported that pump thrombosis was suspected. Log file analysis completed by the manufacturer¿s technical services representative revealed some power and flow elevations then some low flow hazard alarms. Patient received a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Event: additional information. Although the evaluation of the submitted log file confirmed elevations in pump power and flow in addition to the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas and the reported events could not be conclusively established. The submitted system controller log file captured elevations in pump power and estimated flow on 06aug2018, 07aug2018, and 09aug2018, reaching values up to 11.9 w and 12.0 pm, respectively. From 09aug2018 12:00:45 pm through 11aug2018 03:27:05 am, the parameters appeared to return to baseline values. Several low flow hazard alarms were then observed from 06:07:30 am through 06:50:02 am on 11aug2018, associated with the estimated flow decreasing to 2.4 lpm, below the low flow threshold of 2.5 lpm. The parameters appeared to return to baseline values again throughout the remainder of the log file. Despite the observed parameter variations, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient is lower on the inr scale due to past gastrointestinal bleeding and has been on orthonovum to prevent these bleeds for some time.